Event description:
Customer reports: on 3 separate occasions leaking of chemotherapy occurred at the male luerlock adaptor where the lever lock connects to the tubing. No samples available. 1 used on pt-set was contaminated. Rn who set IV set up noted leakage and performed set change. No pt injury or medical intervention required.